Manufacturer narrative:
According to the facility on 01/08/2025, "while obtaining a specimen from foley port with vacutainer device, the port came off with the device". Per the facility the foley catheter required replacement "due to break in integrity". The reported issue of sample port could not be confirmed as a product defect based on visual assessment of the received sample. Possible root causes could be, but are not limited to, external damage or excessive force applied to the sample port. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 01/08/2025, "while obtaining a specimen from foley port with vacutainer device, the port came off with the device".